Event description:
A malfunction was reported with the customer's pump, and no notable events occurred prior to the malfunction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer resorted to an alternate form of insulin therapy using mdi and was shipped a replacement pump by cts. Instructions were given to the customer for storing the old pump and for steps to follow upon receiving the replacement. The customer was also advised to return the faulty pump using a pre-paid label.